Manufacturer narrative:
Device analysis: malfunction was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 75.2 cmh2o. It is rated at 61-70 cmh2o. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a balloon malfunction with an artificial urinary sphincter (aus). The aus balloon was explanted and a new balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a balloon malfunction with an artificial urinary sphincter (aus). The aus balloon was explanted and a new balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.